Event description:
Customer reported that the insulin pump had a problem turning on. He stated that he had a low blood glucose episode and dropped the insulin pump. He stated that he treated with glucose tablets. He reported that he received an alarm for a loose drive support cap and that the buttons became unresponsive. He stated that insulin squirted out during the manual prime. He did not provide the blood glucose reading. He stated that the drive support cap appeared normal and that he did not press on the cap while connected. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump alarmed during the basic occlusion test due to moisture damage on the force sensor resistor. The occlusion test could not be performed due to the alarm. The insulin pump had intermittent button response due to a flattened button dome switch. The insulin pump had minor scratches on the display window, cracked battery tube threads, a broken reservoir tube lip and a cracked reservoir tube window.